Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. Two days after the event onset, the patient was hospitalized for the peritonitis. The same day, the patient was treated with injection of vancomycin (1gm, no further information). The following day the patient was treated with reflin (1gm, ongoing, route and frequency not reported) and tobramycin (1 gm, ongoing, route and frequency not reported). The patient was discharged three days after hospital admission. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.